Event description:
The customer contacted physio-control to report that their device had a service indicator present and recently failed a user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not charge when prompted and, as a result, would not be able to provide defibrillation energy if it were necessary.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced the biphasic pcb assembly to resolve the device's failure to charge. After replacing the biphasic pcb assembly, physio observed that the device would charge but would not defibrillate when prompted. Physio then replaced the transfer relay assembly and completed other unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed biphasic pcb assembly and determined that the cause of the device failing to charge was an open trace on the pcb near a pcb-mounted jack connector, designator j103. This issue led to the shorting of many diodes and transistors on the pcb and prevented the device from charging or defibrillating. Physio further evaluated the removed isolation relay assembly and confirmed that it also failed to deliver defibrillation energy.